Event description:
It was reported approximately 1 month post implant of a bifurcated device and two limb extensions the physician indicated the patient may have allergy to the device in the leg area. The physician reported the patient was discharged 1 day post implant ((B)(6) 2015) with a temperature of 100 degrees. Patient was prescribed a course of augmentin for 7 days. On (B)(6) 2015 the patient presented to the emergency room with a couple of days worth of papular urticaria anterior right thigh. Patient was without fever and there was no increase in white blood cell count and the c-reactive protein level was normal. There was a slight wound dehiscence of the cut down site (right common femoral artery). The culture performed was negative and it was fibrinogen filled. A computed tomography (CT) scan was performed and indicated hyperdensity and stranding in that area without hematoma/seroma. The eosinophils count raised to 8, but was now 4. The patient was admitted to the hospital. Initially the patient was given bactrim but then developed a fever and was switched to vancomycin/ceftazidime therapy. The papular rash continued to extend distally. No dermatome distribution. The rash was inflammatory in presentation and the physician suspected an allergic response.

Manufacturer narrative:
Based upon the investigation, evidence of an allergic patient reaction is inconclusive. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the clinical record review, a root cause was not definitely identified but the following were factors in the clinical record review: pre-existing surgical tube graft in the aorta; morbid obesity and central adiposity; and evidence to support right groin cellulitis, e-coli wound infection and dehiscence, and right thigh yeast dermatitis. There was no evidence of aortic vasculitis, or right groin seroma or hematoma.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.